Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: (B)(4) implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that one day post implant, the right atrial (ra) lead showed higher threshold than at implant. Capture threshold was intermittent and was measured at high threshold values. X-ray verified the lead had a potential dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.